Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a remote monitoring transmission was sent. The clinic's electrogram appeared with pacer spikes on the qrs. The device electrogram did not display pacing spikes on the qrs. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.